Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The park and recreation rep is stating the casters and forks are bent. He states the rubber came off the rim due to this issue.